Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 17603551.

Event description:
It was reported that the patients lead had a potential lead fracture resulting to high impedance secondary to inadequate stimulation. The patient underwent a revision procedure wherein a lead and one of the anchors were replaced. The patient was doing well postoperatively. The explanted device components will not be returned.